Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a procedure on their heart and their device had not been working since then. The patient's device had turned off, and they were unable to pair their controller with their battery to turn it back on. A clinician programmer was used to turn it back on and re-pair the controller with their battery. The issue was resolved at the time of the report.